Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired device component code (B)(4) relates to device problem code (B)(4) for the reported event of needle bent. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This report pertains to one of two of the same device used during the same procedure. Manufacturer report # 3005099803-2016-03729 and 3005099803-2016-03730 for the other associated device information. It was reported to boston scientific corporation that two expect pulmonary olympus needles were used in the airway during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2016. According to the complainant, during the procedure the distal tip of the first needle was bent and the stylet was difficult to advance through the device. A second needle was used however, the distal tip was bent and the stylet was difficult to advance through the device. The procedure was completed with another expect pulmonary olympus. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual evaluation of the returned device revealed that the working length of the needle and sheath was kinked at distal end of the handle. Additionally, the needle was bent at the distal end. Functional analysis showed that the device can be extended but with resistance due to the kink. Second functional analysis showed that the stylet could not be completely advanced due to the kink and bend found in the device. The reported complaint that the needle was bent was confirmed. Due to operational/anatomical factors encountered during the procedure; performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context.

Event description:
This report pertains to one of two of the same device used during the same procedure. Manufacturer report # 3005099803-2016-03729 and 3005099803-2016-03730 for the other associated device information. It was reported to boston scientific corporation that two expect pulmonary olympus needles were used in the airway during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2016. According to the complainant, during the procedure the distal tip of the first needle was bent and the stylet was difficult to advance through the device. A second needle was used however, the distal tip was bent and the stylet was difficult to advance through the device. The procedure was completed with another expect pulmonary olympus. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.